Event description:
It was reported that the customer called earlier today for a no delivery alarm and it was determined that it was a bent cannula. Customer later received a motor error alarm. Customer's blood glucose level was 270 mg/dl. Customer previously treated for it. Customer believes that the alarm occurred during basal. Customer's blood glucose level is on its way down from 360 mg/dl. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that she was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was assisted with retrieving her current settings from the pump and zeroing out the basal rates. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pup was received with cracked lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.